Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. The left ventricular lead dislodged. The lead was successfully repositioned. The patient was in stable condition post surgery.